Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with multiple cartridges during the load process. In addition, the customer state the luer lock connection became undone. Customer reported blood glucose level was in the high 300's (mg/dl). A manual injection was delivered to address bg level. Customer stated they would use manual injections as insulin therapy until the replacement pump was received.

Manufacturer narrative:
(B)(4).